Event description:
Information was received from a patient regarding an external device. - pt did not have her equipment with her on the call. The reason for call was patient stated the controller keeps telling her that the controller battery is bad and needs to be replaced. Patient stated they thinks they needs a new battery in the controller. Patient stated it takes a long time to charge the implanted neurostimulator battery since close to 6 months ago patient stated that they had the recharger cord replaced before because it had a short in the cord and it felt like it was getting hot and they could feel electrical charges on the outside of the cord other than on the inside with the stimulator patient is going to call patient back tomorrow to provide the li battery serial number. Patient called back with equipment for further troubleshooting. Patient described seeing batteries low replace controller batteries soon msg while attempting to charge their implant and stated the implant takes quite a while to charge. Patient noted hearing a rattling noise inside the controller. A request was sent to repair for replacement controller. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.